Manufacturer narrative:
Integra has completed their internal investigation on 9/13/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the service centre reported error code e0011; the cam02 sensor board was defective and required to be replaced. The sensor board identified as defective was returned to ils tullamore for root cause analysis; specifically to establish the component failure. The reported sensor board failure was duplicated; component u9 was verified as defective. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. There is no service history for cam02 monitor serial number (B)(4). A review of cam02 monitor customer complaints was completed in the complaint system using the following key words ¿e0011¿ and a root cause ¿u9¿ in the search criteria. The review encompassed from dates 27-jun-15 to 08-sep-16. A total of 136 complaints were reviewed of which this complaint is the single complaint occurrence to contain the search criteria. Additionally the review confirmed this complaint is the single complaint occurrence for serial number (B)(4). During the time period ¿jun 15 to jun 16¿, the global product usage for cam02 monitors was calculated as 24,131 usages. The quantity of complaints over the review period with the key word identified in the complaint review (5) can therefore be calculated as 0.02 (2 x 10 ¯4) of procedures. The root cause of the sensor board failure was identified as a defective component u9.

Manufacturer narrative:
Additional information received from customer on 11jul2016: that he was not aware that there was a sensor board failure on the cam02. They have sent cam02 monitors to integra for the speaker issue (recall) unless the technician found a different issue upon evaluation of the unit. There was no patient impact. Integra service coordinator then verified that sensor board failure was found by integra technician upon initial evaluation of unit.

Event description:
Sensor board failure was reported. Patient impact was unknown. Additional information has been requested.